Event description:
The sales rep reported that during a rotator cuff procedure the jaws on the customer&apos;s expressew iii with hook broke off. The sales rep reported that the surgeon when closing the jaws, the device clicked once and the jaws snapped off while in the patient&apos;s joint. He stated that the surgeon made a new portal to remove the broken jaw from the joint because the surgeon was unable to access the broken piece through the original hole. The sales rep confirmed that the broken jaw was removed and no debris was left in the patient. He reported that no x-rays where performed. The surgeon completed the procedure with an arthrex&apos;s device with no patient consequences but there was a 30 minute delay. The device will be returning for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a rotator cuff procedure the jaws on the customer's expressew iii with hook broke off. The sales rep reported that the surgeon when closing the jaws, the device clicked once and the jaws snapped off while in the patient's joint. He stated that the surgeon made a new portal to remove the broken jaw from the joint because the surgeon was unable to access the broken piece through the original hole. The sales rep confirmed that the broken jaw was removed and no debris was left in the patient. He reported that no x-rays where performed. The surgeon completed the procedure with an arthrex's device with no patient consequences but there was a 30 minute delay. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw is completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed two other dissimilar complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure the jaws on the customer's expressew iii with hook broke off. The sales rep reported that the surgeon when closing the jaws, the device clicked once and the jaws snapped off while in the patient's joint. He stated that the surgeon made a new portal to remove the broken jaw from the joint because the surgeon was unable to access the broken piece through the original hole. The sales rep confirmed that the broken jaw was removed and no debris was left in the patient. He reported that no x-rays where performed. The surgeon completed the procedure with an arthrex's device with no patient consequences but there was a 30 minute delay. The device will be returning for evaluation.